Event description:
Two days after treatment below the cheek bones with juvederm ultra and juvederm ultra plus, the patient presented with redness, itching, and pain at the treatment site. The patient told the physician that the product was extruding out of the injection sites after treatment. The physician noted scabbing at treatment site, but saw no extruding product. The physician prescribed oral medrol dosepak and cipro for one week and then prescribed oral keflex, and ibuprofen. The physician also prescribed topical cortisone cream. The physician stated that the patient probably scratched the treatment site due to the itching, which may have contributed to the site scabbing and possibly contributed to the area being red and painful. Lmx topical anesthetic cream was used prior to treatment. In addition to the dermal filler treatment, the patient had a facial peel the same day. The physician thought that having the facial peel treatment after the dermal filler treatment might have caused symptoms to onset. This is the same event and the same patient reported under MDR ID # 3005113652-2007-00031. This is the first MDR submitted for the first suspect product.

Manufacturer narrative:
Device evaluation summary below: the documentary research shows that all the manufacturing steps and all the physicochemical, extrusion force and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.